Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had air bubbles and also had a damage. The customer's blood glucose level was unknown. The customer stated that the air bubbles were found in between the o-rings, pump had occlusion due to a very large air bubble in the reservoir. The customer reported that damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. Customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis was unknown.